Manufacturer narrative:
The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus endoscopy account manager became aware that the high-definition liquid crystal display monitor failed upon installation. The sdi 1 in port is not functioning (broken) and is not getting an image. No death, injury or harm was reported. The monitor will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the damaged serial digital interface output and loss of image were due to a faulty printed circuit board (qb board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The subject device was returned to the olympus service center. The evaluation confirmed the customer¿s reported event, no image displayed with serial digital interface (sdi) 1 due to a defective (qb) circuit board. The cause of the defective qb board is unknown. However, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.